Event description:
Info rec'd indicates when the brakes is engaged the casters would still swivel.

Manufacturer narrative:
The tech replaced the worn head end and left foot brake casters to repair the stretcher.